Event description:
It was alleged that, "the pt sustained injuries as a result of a defective t2 tibial nailing system that was inserted into his leg."

Manufacturer narrative:
The info of this per was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. As per the info received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up and info may be obtained by the legal affairs department as it becomes available.